Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable integra cholesterol gen. 2 (chol2) result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The initial result was 9 mg/dl. The repeat result was 234 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The investigation did not find any evidence of a general instrument issue. The investigation determined the event was consistent with a general preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.